Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. The device did not pass the electrical safety test, but this is not related to the reported event.

Event description:
There was an operator error in programming the pump, which resulted in the pt receiving more IV fluid than intended. At 0110, the pump was programmed to deliver normal saline at a rate of 125ml/hr with a dose limit of 990ml and the delivery was started. No further programming parameters were provided. At 0550, the 1000ml bag of normal saline was noted to be empty. The pump was removed from clinical service. There were no reports of any adverse pt effects. No medical interventions were required. During testing at the user facility, the pump delivered within specifications. Though requested, no additional information was provided.